Event description:
Plaintiff alleges being diagnosed as being type 1 latex allergic after being continually sensitized to latex by wearing latex medical gloves. She alleges suffering from severe emotional distress, an inability to engage in her normal activites, dermatitis, hand sores, hives, runny eyes and nose, difficulty breathing and other physical injuries, as well as great despair and loss of enjoyment of life. Plaintiff's husband, alleges loss of consortium, love, services, advice, and companionship of his wife.